Event description:
A customer in australia reported the collimator fell off a dx-d 100 system. The local agfa field service engineer responded and confirmed screws attached to the collimator adjustment were loose. The local engineer reattached the system collimator and tightended the screws. There were no reported injuries to user or patients. The system is now working as intended and there are no future actions related to this event.

Manufacturer narrative:
This supplement report #1 is being submitted to correctly identify this report as part of the vmsr (voluntary malfunction summary reporting) program. Section report is updated to include "vmsr". Section (b5) has been updated to include the number of events.

Event description:
This section (b5) has been updated to include the number of events. This report summarizes <noe> 1 </noe> malfunction event.